Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "Customer reported that the pump infused in time less than expected. (Dobutamine) date 18/02, hours: from 0:00h to 8 am."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.